Manufacturer narrative:
Additional information was received that this issue is a duplicate of (B)(4), manufacturer report number 2084725-2016-00614.

Manufacturer narrative:
The correct catalog number is 14324_97, the correct lot number is 16416088, the correct expiration date is 05/31/2017. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The chemical indicator (ci) changed color correctly. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.